Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). Approximate age of device - 1 years, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for drop in hemoglobin and dark tarry stools. The site of the bleeding was coming from the gastrointestinal tract and no arteriovenous malformation was observed. The patient was taking warfarin during the event. The patient was asymptomatic. The patient did not experience any lvad alarms, dizziness, or hypotension during the event. The inr on admission was 2.5. The patient underwent an egd and colonoscopy that revealed bleeding in the second portion of the duodenum. Argon plasma coagulation (apc) was performed with hemostasis. The c-scope revealed melanotic stool and two small polyps discovered with no intervention performed. The hemoglobin dropped to 7.6 mg/dl. The patient was transfused with 2 units of packed red blood cells on (B)(6) 2017. There was no further bleeding was observed and the patient was discharged in stable condition with a hemoglobin of 9.4. No additional information was provided.